Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.